Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized with a high blood glucose level of 500 mg/dl. The customer did not provide information about the hospitalization. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had an allergic reaction to the insulin that they were using.